Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of grey debris in the water chamber. The patient reports they found foam in the mask as well 3-4 days ago. The patient states they spray water where the tubing connects and thinks the rubber gaskets/seals are loose. The lid to the device also opens. The patient reports experiencing a cough and dryness in their throat with about 3 hours of usage. The patient states they use the device all night. The patient states when they don't use the device they don't have as much dryness but takes longer to fall asleep and not experiencing a cough currently. The device was checked by the patient a year ago and had no debris. The device, mask, tubing and chamber are cleaned by the patient every couple of days in the kitchen sink with dawn dish soap and water then air dried. The patient states the mask is not breaking down and the settings at the time were 11 or 18. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of grey debris in the water chamber. The patient reports they found foam in the mask as well 3-4 days ago. The patient states they spray water where the tubing connects and thinks the rubber gaskets/seals are loose. The lid to the device also opens. The patient reports experiencing a cough and dryness in their throat with about 3 hours of usage. The patient states they use the device all night. The patient states when they don't use the device they don't have as much dryness but takes longer to fall asleep and not experiencing a cough currently. The device was checked by the patient a year ago and had no debris. The device, mask, tubing and chamber are cleaned by the patient every couple of days in the kitchen sink with dawn dish soap and water then air dried. The patient states the mask is not breaking down and the settings at the time were 11 or 18. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Box d, g and h has been updated/corrected in this report.